Event description:
The femoral trial was 'rocking' on the distal cut and the anterior chamfer cut. Closer inspection revealed the trial was slightly raised through the centre, causing the item to rock. When another item was picked for replacement, it also has a slightly raised area through the middle that would cause rocking when placed on the femur.

Manufacturer narrative:
Additional lot#: 004075. A supplemental report will be submitted upon completion of the investigation.